Manufacturer narrative:
The device history record review could not be performed since no lot number was provided. The device was received for evaluation and the reported condition has been confirmed. A corrective and preventive action has been initiated to address the reported issue. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that one of the feeding ports on the patient¿s duotube broke off during feeding, so the tube had to be removed and replaced. The tube was placed on (B)(6) 2021 and the break occurred on (B)(6) 2021. There was no patient harm reported. Additional information was received from the customer and stated that the purple port was detached, and it was unknown if there was any leak occurred.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.